Manufacturer narrative:
(B)(4). After further investigation by baxter personal, it was found that the undetermined malfunction was particulate matter on the bladder. A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination of the unit confirmed particulate matter (pm) inside the housing, however the pm was found outside the fluid path on the surface of the bladder. The cause of the 12.0-mm black lint particle was due to manufacturing operator error, during the assembly process. The pm came from the operator's garments during cleanroom assembly. As the pm was found outside of the sterile fluid path, it poses no risk to the patient. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that prior to product use there was an undetermined malfunction of the intermate device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact date that the event occured is unknown. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of the evaluation, or if any additional information becomes available.